Event description:
It was reported that the itrak 3500l system monitor would not display an image during the procedure. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified need to replace the video cable. Video cable replaced. The system was tested and found to be working as intended and placed back into service.